Manufacturer narrative:
Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Event description:
Mom hip revised due to pain and a fear of being poisoned by the metal ions. The contra lateral hip was also metal on metal and revised at kootenai health on (B)(6) 2018. Since the revision on the left hip, her metal ion levels have returned to the normal range. No sign of metalosis in the right hip. The explants were retained by the patient for legal purposes. Doi: (B)(6) 2006 . Dor: (B)(6) 2019. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Pinnacle litigation received. Litigation alleged high metal ions, pain, emotional trauma and distress. Doi: (B)(6) 2006; dor: not reported; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI:(B)(4).

Event description:
Ppf, pfs and medical records received. Ppf alleges metal wear and pseudotumor. Pfs alleged scarring and limited mobility.. After review of medical records, there were no revision notes provided.